Event description:
It was reported that the device was used during laparoscopic cholecystectomy. The device fired two clips at one time. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the el5ml instrument was returned with the right jaw leg bent. The instrument was cycled, and ejected the remaining clips due to the returned condition. The found right jaw leg damage is consistent with inadvertent application of a force against the device jaws. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.